Event description:
It is reported that during surgery in 2008, item was listed as precoat on label, but when opened, no precoat was found, just the underlying "opton" blast finish. Surgeon implanted.

Manufacturer narrative:
Evaluation summary: the manufacturing records were reviewed, and found to be conforming to specification. The remaining inventory of the complaint lot was fully distributed without any further reports of this kind. The cause of the reported condition could not be determined with the available information. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received. The complaint will be reopened. Zimmer considers the investigation closed.